Event description:
A malfunction alarm with code ¿malf 9¿ was reported, and no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. Technical support advised monitoring for any recurrence and to call back if necessary. Customer acknowledged the instructions and continued using the pump.